Event description:
Ous MDR - after an implantation time of eight days, an increase in the pacing threshold was reported. No deterioration in the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.